Event description:
The iab was inserted into the pt on 7/2/97 at 4:15 p.m. And removed on 7/3/97 at 6:00 p.m. The iab did not malfunction. As a result of the event, the pt had ischemia, a vascular surgeon was consulted and the iab was surgically removed. (Event complications: ischemia/surgery required-reported 7/7/97). (Pt's current status: discharged rpt'd 7/7/97).